Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the clinoid segment with a max diameter of 6 mm and a 3.2 mm neck diameter. Landing zone: distal: 4.3 mm and proximal: 5.1 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed the ped adhered well to the wall and aneurysm retention was evident. It was reported the patient underwent coil embolization in the first stage and dense mesh surgery in the second stage. It was reported that when the stent was released, the tip end could not be opened at first. After retracting it twice, the effect was still the same. When it was pulled back into the internal carotid, it opened a little, the shape of the tip end was very poor. Later, the middle part was opened, but the tip end was still not opened. Finally, the stent was replaced. It was reported the distal section failed to open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.